Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records was evaluated and the reported event was confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products - unknown femoral, unknown tibial tray, and unknown patella. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were reported for this event. 0001825034-2017-03304, 0001825034-2017-04443, 0001825034-2017-04445. Product location unknown.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision due to varus disability and the patella button had subsided with extensive distal overgrowth. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.